Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation and inspection found the distal end of the bending section was detached. Based on the results of the investigation, a definitive root cause of the detachment cannot be identified. Probable cause could be due to physical stress, wear problem, damage or deterioration of parts. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cysto-nephro videoscope had the distal end of the bending section was detached. There were no reports of patient involvement.